Manufacturer narrative:
Microsensor was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. (B)(4) have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 1226348-2020-00175. Sales representative narrative: ¿the physician described recent microsensor implantation paired with dl icp module where placement was confirmed in the parenchyma (post-op CT head). Difficulties were described as multiple pressure module changes necessary to get icp waveform on the phillips monitor after transfer from or/pacu, so in an effort to resume icp tracing, the rn reportedly recalibrated the icp module then re-zero¿d the icp microsensor while inserted in the patient and prior icp readings were consistently 18-19 (with waveform) then 0mmhg with waveform after re-zeroing.¿ actions after the product problem occurred: "the double lumen bolt with the micfosensor and licox has to be removed and replaced. When replied, the new micro sensor gave an abnormaly high icp reading. When an evd was placed, the real icp was 15 points lower than what was reading on the new micro sensor. The micro sensor was calibrated per instructions and a cth showed the device to be in the parenchyma of the brain." No patient complications reported after the procedure.